Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had a low blood glucose reading of 24 mg/dl. Customer received too much insulin. Customer called back and his last blood glucose was 273 mg/dl. Customer treated with the pump. Customer verified that the pump did not malfunction or over deliver insulin. Customer stated that his settings were too high or incorrect at the time. Customer stated that the settings have been properly adjusted.